Manufacturer narrative:
By analyzing the log file, it was noted that 3 rounds of femur point collecting effort had been conducted. All 36 points (including 5 verification points) had been collected in each attempt. All three registration attempts were unsuccessful as follows: there was not a time gap or pause in time stamp during the point collecting process. There were not any rejected points or re-collecting point records in log. The initial points are also collected reasonably close to predefined locations. Hence, the registration failed because the collected points did not match the segmented bone model with sufficient accuracy to pass the registration criteria which led to an aborted case. No patient injury was reported and the system responded as designed when detecting a fault condition.

Event description:
During our procedure, femur registration would not pass. The surgeon attempted three times to pass registration, and all three failed which led to an aborted case.